Event description:
It was reported, the deflectable videoscope had no image .the issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: 1. Leak test - leaks on a-rubber, leaks on video cable. 2. A-rubber - hole/cut leak. 3. Bending section - excessive broken frayed wires at the dent side. 4. Video cable - 2 cuts on video cable. 5. Labels - no UDI (unique device indicator). 6. Image looks dark due to stain on the lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water or moisture that entered the scope - this moisture then further was presumed to have damaged the image sensor unit. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). The event can be detected in accordance with the following IFU: instruction manual ltf-s190-5 operation manual chapter 3 preparation and inspection:3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.